Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Article entitled ¿early functional outcomes after evolutionary total knee arthroplasty a randomized controlled trial. Is new always better?" Written by s. Panchani, h. Divecha, r. Lafferty, g. Pavlou, j. Oakley, d. Shaw, a. Chitre, h. Jones, v. Raut, r. Smith, a. Gambhir, and t. Board published by the journal of bone and joint surgery published on jul 28 2021 was reviewed. The articles purpose was to evaluate the early functional outcomes of the pfc sigma vs attune knee implant systems (fixed-bearing, cruciate retaining, cemented systems). No patients underwent patellar resurfacing. The study did not find a significant functional difference between both systems. Complications: attune system: 1 cases of deep venous thrombosis treated with anticoagulants, 1 case of pulmonary embolism treated with anticoagulants, 1 case of hematoma irrigation 4 days post-op, 1 case of superficial infection treated with oral antibiotics, 2 cases of ongoing stiffness requiring manipulation under anesthesia, 1 intraoperative popliteal artery injury occurred requiring vascular repair within 24 hours of the initial surgery. Pfc system: 1 case of pulmonary embolism treated with anticoagulants, 2 cases of superficial infection treated with oral antibiotics, 1 case of ongoing stiffness requiring manipulation under anesthesia".

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.